Event description:
Caller states that a patient tested 7.8 inr on device and 6.3 inr on a second device while a lab drawn produced a result of 3.7 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device, however caller states that there are no test strips available for return.

Manufacturer narrative:
Additional strip lot used with second device: 371a, 1/31/08.